Manufacturer narrative:
H6. Investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The release testing that is performed on this product does include physical attribute and bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. This product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. No batch number, returns or photos were provided for investigation. Retention samples cannot be evaluated without a specific batch number. Trending was performed on the appropriate quality databases and no trends for broken plates were found in the last 12 months. The complaint history was reviewed for material 221261 and there are no trends for broken plates in any batch over the last 12 months. It is noted that contamination observed was described as being due to damaged plates but was not clarified how the two were related (e.g. Broken plates caused media to be exposed to the environment). This complaint cannot be confirmed for either broken plates or contamination caused by broken plates. B h3 other text : see h.10.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) product arrived damaged and contamination occurred. The following information was provided by the initial reporter: 5 packs of 221261 arrived damaged with the plastics broken and the item contaminated due to the damage. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) product arrived damaged and contamination occurred. The following information was provided by the initial reporter: 5 packs of 221261 arrived damaged with the plastics broken and the item contaminated due to the damage. Hazard, injury or erroneous results? No; hazard, injury or erroneous results details.